Event description:
The patient's spouse contacted animas on (B)(6) 2012 to report that the patient was hospitalized on (B)(6) 2012 with a diagnosis of dka. The patient's spouse stated that on the morning of (B)(6) 2012, the patient woke up vomiting. The patient did not check his blood glucose (bg) at the onset of symptoms with the assumption he had the flu and instead went back to sleep. At 3:20pm that afternoon, the reporter stated, the patient obtained a message of "hi" (bg greater than 600 mg/dl) when he checked his bg level. In response to the message, the patient delivered a 15u bolus via the pump; however, when he rechecked his bg at 6:57pm, it was still giving a message of "hi". The reporter stated, the patient was disoriented and confused and she took him to the community hospital. The patient's spouse claimed the patient's bg on arrival to the hospital was found to be 1080 mg/dl. At that point, the patient began hyperventilating was intubated and put into a medically induced coma and transported to a different facility. The pump was removed and the patient was placed on insulin IV drip. The reporter stated that the patient's bg came down to 160 mg/dl on the evening of (B)(6) 2012 after receiving larger doses of insulin. At the time of troubleshooting, the patient's spouse reviewed pump settings and confirmed they were all correct. There were no associated alarms in pump history. Bolus history revealed that a 15u bolus was completed on (B)(6) 2012 in addition to 2 boluses on (B)(6) 2012. Customer support noted there was no suspend activity in 3 days prior to (B)(6) 2012 and total daily delivery matched up with basil and bolus history. Review of pump history revealed that the pump had been primed on (B)(6) 2012 after it had alerted a low cartridge. The patient's spouse informed customer support that the patient usually changed his site every 4-5 days. The reporter mentioned that they did have issues with 2 infusion sets from the current box. She claimed one was found to not be sticky on adhesive and the other one was found to have infusion popped out of the infusion housing. The patient's spouse reported that the infusion set the patient was using at time of high bg had been disposed of an unavailable for review. Customer support noted that the reporter was advised there was nothing found to indicate a mechanical issue with the pump. During a follow-up call on (B)(6) 2012, the patient's spouse reported that the patient was restarted on the pump on (B)(6) 2012 with a reduced basal rate and corrections were given via syringe with sliding scale. On (B)(6) 2012, the patient was discharged to nursing home and on (B)(6) 2012 was discharged home from nursing home. It was noted that the patient's spouse refuses pump replacement at time of follow-up call. She felt the pump was functioning properly and felt the high bg was most likely due to a site issue. This complaint is being reported because, the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.